Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 22-may-2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results on a patient there was no patient information, no product lot#, nor details surrounding the event available at the time of this report. Return product is not available for investigation. Method: date: collected: tested: result: sample: alinity, (B)(6) 2026, 18:14, 18:14, >9.0 mmol/l, a; alinity, (B)(6) 026, 18:21, 18:21, >9.0 mmol/l, b; lab, (B)(6) 2026, 16:05, 18:52, 4.5 mmol/l, c; at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.